Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report a change senor error. Customer blood glucose value was 50 mg/dl at the time of the event. Troubleshooting was performed and product is expected to return.